Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. (Call tech support alarm on display the receiver log was reviewed and hardware errors were observed. The customer complaint was confirmed because a hardware error was found in the receiver log. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.